Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that customer experienced high blood glucose 426 mg/dl due to no delivery alarm during fixed prime. Customer performed troubleshooting and states that insulin exited the tubing. Customer states the no delivery alarm was resolved by changing the complete set. None of the products will be returned for analysis.